Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated as the display was not blank. The pump was returned with an operable display. Unrelated to the original complaint, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This issue is being reported because it may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.